Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide is filed under a separate medwatch report number. Evaluation summary: visual inspections were performed on the returned device. The reported device not firing correctly was confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of both common femoral arteries was attempted using proglide devices after a bilateral iliac stenting procedure. Reportedly, both proglide devices did not "fire correctly". Hemostasis was achieved at both access sites by applying manual arterial compression and quikclot. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.